Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On august 26, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2024, the user reported that the eversense continuous glucose monitoring (cgm) readings were different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on the escalation analysis the sensor deviated from its normal behavior. To further investigate the issue and to determine the root cause, a return material authorization (RMA) was issued for return and replacement of sensor. Sensor (B)(6) was returned from the field and testing did not reveal any sensor malfunction. The root cause remained inconclusive. This happens in certain cases where failure mode that presents itself within the body, cannot be reproduced in the laboratory. A further review of the sensor data showed declining signal and reference channel from (B)(6) onwards. This is potentially due to poor recovery from impacts to the insertion site. Case notes do not mention any impact to the insertion site. However, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. This most likely contributed to the observed sensor inaccuracies. B4.date of this report updated to 22 november 2024. D9 device available for evaluation? 07 october 2024. G3 date received by the manufacturer? 31 october 2024. H3.device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.